Event description:
The pump would not allow the rn to change the true amount of blood to be infused. The pump read that the full volume had been infused, but volume remained in the syringe to be infused. Pump would not allow nurse to infuse the full volume of the syringe despite multiple attempts to reset the infusion volume. Concern for accuracy of volume being delivered. Concern for accuracy of blood products received. (B)(6) old infant. Diagnosis or reason for use: IV therapy.